Event description:
It was reported the subject device showed inverted image issues. The event was found during set up for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed to adjust the settings and the customer was able to turn the inverted display function off. The device will not be returned to olympus for evaluation.